Event description:
It was reported that during the implant procedure during defibrillation testing, the patient developed atrial fibrillation. The patient was successfully cardioverted approximately one week later. The system is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.